Event description:
It was reported, the patient was admitted to the hospital on (B)(6) 2013. The patient was admitted due to having been "confused." The patient had been to the emergency room (ER) a week earlier with the similar issues, and it was found the patient had a urinary tract infection (uti), a respiratory infection and was "very ill." From then, the patient had gotten worse on wednesday, better, and then worse again on (B)(6) 2013 when the patient was brought the ER again. The patient went to a nursing facility on (B)(6) 2013 for further care. It was reported, the patient was "jerking" and the reporter was wondering if the device had could have been shut off, as the patient had "many" cat scans, ekgs, and "all this stuff." It was unknown how long the patient would be in the nursing facility. The patient was there in an attempt to get his "meds adjusted right." It was noted, the patient wasn't sleeping right, and was having a "terrible time" including hallucinating. It was clarified that the patient had not necessarily had hallucinations the day he was admitted to the hospital, but was just "confused." The reporter was unable to check if the patient's implantable neurostimulator (ins) was on at the time of report due to not having been with the patient. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2013-04871 for concomitant implantable neurostimulator. It was unclear if the patient had both devices implanted.

Manufacturer narrative:
Product ID: 37602 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator; product ID: 37642 lot# serial# (B)(4), product type programmer, patient; product ID: 3389-40 lot# j0542962v, implanted: 2005 (B)(6), product type lead; product ID 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension; product ID: 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension; product ID: 3387-40 lot# j0306771v, implanted: 2003 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).